Manufacturer narrative:
Medtronic received additional information that changed the event description that was previously reported in medwatch 9617601-2025-01583. The additional information rendered the originally reported event not reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic aortic valve transient left bundle branch block (lbbb) developed. At an unspecified time the temporary transvenous pacemaker was removed. An atrio-ventricular block had not developed. The lbbb resolved the same date following the procedure. The physician indicated the event was causal related to the implant procedure and the transcatheter valve. Additional information was received that reported the lbbb was identified on telemetry. The temporary pacing removed during the valve implant procedure and prior to procedure completion.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic aortic valve transient left bundle branch block (lbbb) developed. At an unspecified time the temporary transvenous pacemaker was removed. An atrio-ventricular block had not developed. The lbbb resolved the same date following the procedure. The physician indicated the event was causal related to the implant procedure and the transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID: {{unknown dcs}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date: {{na}}; explant date: {{na}} product ID {{unknown cls}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date: {{na}}; explant date: {{na}}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.